Manufacturer narrative:
Block d2b: additional pro code selections that apply to the indication of this device - nhl, pjs.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy experienced a severe recurrence of parkinsons disease-related dyskinesia symptoms, prompting a visit to the emergency room (ER). Per the physician, the patients dbs system was reprogrammed, and adjustments were made to their medication regimen. Following these interventions, the patients condition improved significantly. The dbs system remains implanted and continues to provide therapeutic benefit.